Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05122. The pt is implanted with two percutaneous lead (from different lots). It was reported when stimulation is activated, the amplitude begins to increase, but quickly shuts down. This occurs on all of the pt's programs. The pt plans to discuss the nest course of action with his dr.